Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-05215 - device 4 of 8. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that eight infusion set cannulas were kinked within 3 hours of insertion. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer regularly rotates site location. The customer confirmed that she was experiencing frequent and/or recurring infusion set issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.